Event description:
It was reported, that the patient presented for the schedule generator changed. The pre-operation procedure chest x-ray noted, that the right atrial (ra) lead was dislodged. Furthermore, the ra lead exhibited high pacing impedance and p wave amplitude variation. The ra lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.